Event description:
The user facility reported a 68-year-old male patient who arrived to the intesive care unit complaining of leg pain in the limb with the impella device. A doppler ultrasound was ordered and showed no flow to the affected leg. The patient was reported to be stable and not requiring pressors. As device removal had already been planned for later that day, the decision was made to explant the impella device at that time in the cardiac catheterization lab. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Ppae (ischemia): in order to make a cause determination, clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.